Event description:
It was reported that the patient presented to the clinic due to pain at the implanted device pocket site. The physician elected to explant the implantable cardiac monitor. The patient remained stable throughout the procedure.